Event description:
It was reported that during a lap cholecystectomy procedure, the clips were dropping out of the jaws. They were able to retrieve the clips. They had finished clipping when this occurred. There was no patient consequence.

Manufacturer narrative:
Instrument b: batch # d9d842: expiration date: 12/19/2011: mfg date 1/19/2007. Evaluation summary: the er420 instrument (a) was returned in good condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusions could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.